Event description:
Information received indicates when the brakes were engaged, the foot caster did not hold.

Manufacturer narrative:
The technician found that the caster was out of adjustment. He adjusted the casters and the brakes functioned properly.